Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the hyperglycemia. The customer blood glucose level was 484 mg/dl. The customer stated that the insulin pump gives the insulin flow block alarm. The troubleshooting was declined for the high blood glucose. The customer was treated with the manual injection and the insulin pump. The device will not be returned for analysis.